Event description:
It was reported the customer had a software error alarm on their insulin pump. Customer also reported a blank display occurring. The customer stated their settings were erased when the insulin pump rebooted itself. The customer's blood glucose was 164 mg/dl at the time of the call. Customer stated the alarm did not occur during the priming process. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the self test and no software error alarm was noted. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, cracked case at the reservoir tube window corner, cracked reservoir tube and a cracked belt clip slot.